Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's clinical representative reported via phone call that the customer hospitalized for diabetic ketoacidosis on (B)(6) 2022. The customer stated they experienced a high blood glucose. Blood glucose level at the time of the incident was 630 mg/dl. The insulin pump will not be returned for analysis.